Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter balloon spontaneously ruptured inside the patient. The patient was hospitalized. Per additional information received 18jun2020, the catheter was placed in a patient that was already hospitalized. The ruptured catheter was removed from the patient and another catheter inserted per urology. The patient later had a cystoscopy to identify and remove the retained fragment from the initial catheter balloon burst. One piece was removed.

Event description:
It was reported that the catheter balloon spontaneously ruptured inside the patient. The patient was hospitalized. Per additional information received 18jun2020, the catheter was placed in a patient that was already hospitalized. The ruptured catheter was removed from the patient and another catheter inserted per urology. The patient later had a cystoscopy to identify and remove the retained fragment from the initial catheter balloon burst. One piece was removed.

Manufacturer narrative:
The reported event was inconclusive, as no sample returned for evaluation. It was unknown whether the device had met specifications. The product used for the treatment purposes. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be, "pinhole in balloon or cuff wall thickness too thin". The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with applicable local, state, and federal laws and regulations. To deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.